Manufacturer narrative:
(B)(4). The microcatheter was returned with the concomitant guide wire inserted in its lumen. The distal segment of the guide wire approximately 140mm was out of the catheter tip. Microscopic observation of the catheter tip found that the tip was severely twisted. Tip separation occurred about the mid segment of the tip. Under the separated segment, coils of the concomitant guide wire were exposed. Due to tip deformation, the tip was stuck with the guide wire coils. Coils distal to the tip were found disarranged due to accumulated torsion that was assumed to be applied during rotating manipulation of the microcatheter. No other damage including coil wire separation was observed on the returned guide wire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently and continuously applied on the microcatheter while its tip was being trapped by heavy calcium. That accumulated torsion was assumed to be the case of tip deformation and eventually led the tip to be torn off. There was no indication of product deficiency. Although no adverse patient effects were reported, the damage of the tip was too severe to completely rule out a possibility that some fragment(s) might be left in the vasculature. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a heavily tortuous, heavily calcified cto in the rca #1. A 0.014 inch asahi guide wire was advanced to the cto followed by the subject microcatheter. When the microcatheter was crossing the lesion, its tip got trapped and became separated. A snare was delivered to successfully retrieve the separated tip and the microcatheter together with the guide wire. The pci was resumed and successfully completed with reestablished blood flow by stenting. The patient was reportedly without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.